Event description:
Implant failed due to sinus perforation. ---------------------------------------- (B)(6) 2024 19:02:15 cet (usliav) phone (B)(6) user:usliav received date of the return product:22/02/2024